Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient on (B)(6), 2010. According to the complainant, the patient experienced pain, erosion of her internal tissue, and continuation of her stress urinary incontinence. All other information, including the patient's current condition, is unknown and reportedly unavailable.